Event description:
On 13/aug/2024, fresenius became aware this unknown patient with renal failure (rf) on hemodialysis (hd) utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) expired while undergoing hd therapy on (B)(6) 2024. No additional information was provided during intake. During follow-up, the inpatient program manager (ipm) was unable to provide any patient information; however, she was able to state the patient was critically ill and extremely unstable. The ipm reported no fresenius device(s) and/or product(s) caused or contributed to the patients¿ expiration. The 2008t hemodialysis machine reportedly functioned as intended but was sequestered following the serious adverse events per company policy. The 2008t hemodialysis system was evaluated by a fresenius biomedical technician and passed all post-event functional compliance testing. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, death certificate, esrd death notification, hospital records) were unsuccessful.

Manufacturer narrative:
Corrected information: d9, h10. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius field service technician (fst) was called onsite and the machine passed all post-event functional compliance testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 13/aug/2024, fresenius became aware this unknown patient with renal failure (rf) on hemodialysis (hd) utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) expired while undergoing hd therapy on (B)(6) /2024. No additional information was provided during intake. During follow-up, the inpatient program manager (ipm) was unable to provide any patient information; however, she was able to state the patient was critically ill and extremely unstable. The ipm reported no fresenius device(s) and/or product(s) caused or contributed to the patients¿ expiration. The 2008t hemodialysis machine reportedly functioned as intended but was sequestered following the serious adverse events per company policy. The 2008t hemodialysis system was evaluated by a fresenius biomedical technician and passed all post-event functional compliance testing. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, death certificate, esrd death notification, hospital records) were unsuccessful.

Event description:
On 13/aug/2024, fresenius became aware this unknown patient with renal failure (rf) on hemodialysis (hd) utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) expired while undergoing hd therapy on (B)(6) 2024. No additional information was provided during intake. During follow-up, the inpatient program manager (ipm) was unable to provide any patient information; however, she was able to state the patient was critically ill and extremely unstable. The ipm reported no fresenius device(s) and/or product(s) caused or contributed to the patients¿ expiration. The 2008t hemodialysis machine reportedly functioned as intended but was sequestered following the serious adverse events per company policy. The 2008t hemodialysis system was evaluated by a fresenius biomedical technician and passed all post-event functional compliance testing. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, death certificate, esrd death notification, hospital records) were unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system, and the serious adverse event of death, as the patient was undergoing treatment when the patient¿s expiration occurred. The definitive etiology of the serious adverse event is currently unknown; therefore, causality cannot be firmly established. However, during follow-up the ipm reported the patients¿ expiration was not caused by a fresenius device(s) and/or product(s) malfunction or deficiency. Additionally, the 2008t hemodialysis system passed all post-event functional compliance testing. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the 2008t hemodialysis system can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.